Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal papers state that plaintiff received a depuy right knee; due to alleged premature wear, a revision will need to be performed.